Manufacturer narrative:
The recipient reportedly experienced a decrease in performance. The recipient was explanted on (B)(6) 2026. The recipient was re-implanted on (B)(6) 2026 with another cochlear device. Advanced bionics is currently attempting to obtain consent from the recipient. The device remains intact in a locked vault at ab, llc until consent is obtained. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The company was informed that the recipient's device was explanted. Advanced bionics is still in the process of obtaining additional information. When additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Additional information: sections d.4, h.6. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.